Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during an unknown procedure, the single use suction valve (sterile) could not stay in place and kept popping out of the socket. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the device was not returned for evaluation, and a final root cause of the event was unable to be identified. However, it¿s likely the connection was not sufficient, and the valve became loose and detached. The following is included in the instructions for use: ¿7.3 attaching the biopsy valve to the endoscope. Make sure that maj-209 is properly connected to the endoscope with no space.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the FDA product code to eoq.